Event description:
Emt's responded to a male in his late 80's. The patient was described as going in and out of consciousness and having a faint pulse. The unit was connected to the patient and three automatic ECG analysis were performed. Each time no shock was advised. When the fourth ECG analysis was performed, an emt was simultaneously attempting to take the patient's blood pressure. Before the emt inflated the cuff, the unit allegedly advised a shock and charged. Prior to pushing the shock button, the operator saw the patient open his eyes and move. The operator dumped the charge internally. Paramedics subsequently arrived and took over care of the patient. The patient's outcome was not reported. The customer expressed concern that the unit advised a shock on a patient that was conscious with a pulse.